Manufacturer narrative:
According to the facility, sometime on (B)(6) 2026, there was an instance of the nail nipper falling apart. The product broke while cutting through the patients thick toenail. The provider put the nail nippers aside and grabbed a new pair. Per the facility, no injury occurred as a result of the nippers breaking. No medical intervention or follow-up care reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, sometime on (B)(6) 2026, there was an instance of the nail nipper falling apart. The product broke while cutting through the patients thick toenail.